Manufacturer narrative:
Analysis of the instrument and instrument data indicates that the cause of the falsely elevated troponin I result is heterophilic interference. .the IFU for dimension ctni flex reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The physician did not question the result. Repeat testing of the original sample was positive a few days later. The patient was transferred to an alternate facility. A negative troponin result was obtained at the alternate facility with an alternate methodology. Patient treatment was not prescribed or altered. There was no report of any adverse health consequences as a result of the falsely elevated troponin I result.